Event description:
There was an allegation of questionable results from coaguchek xs meter serial number (B)(4) compared to another coaguchek meter. On (B)(6) 2022 at 7:48 a.m., the meter's result was > 8.0 inr. On (B)(6) 2022 at 8:36 a.m., the meter's result was 4.1 inr. On (B)(6) 2022 at 8:38 a.m., the meter's result was 4.6 inr. On (B)(6) 2022 at 11:30 a.m., the other meter's result was 4.0 inr. The patient¿s therapeutic range is 2.5 - 3.5 inr. The patient's testing frequency is biweekly. This MDR is for the meter with serial number (B)(4) and test strip lot 58526221. Refer to the MDR with patient identifier; (B)(6) for the report on meter serial number (B)(4) and test strip lot 58517611.

Manufacturer narrative:
Initial reporter occupation is patient/consumer. The meter and strips were requested for investigation. Replacement product was sent. The reporter's meter and strips were provided for investigation where they were tested using retention controls. Testing results (qc range = 4.1 ¿ 6.8 inr): qc 1: 4.9 inr. Qc 2: 4.9 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. The investigation did not identify a product problem. The cause of the event could not be determined. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection.